Event description:
Same case as: 2134265-2015-02445, 2134265-2015-02446, 2134265-2015-02447, 2134265-2015-02604. It was reported that automatic pullback failure occurred. A motor drive unit (mdu) was used in conjunction with an atlantis¿ sr pro imaging catheter and a sled to view an unspecified target lesion. It was noted before the procedure that the system randomly fails to boot up, stopping at the bios checking before the operative system loading then after a power cycle the system works fine again. Then it was also noted that the physician could not execute automatic pullback. The physician decided to change the sled and the catheter but problem still persisting and had to perform it manually. They are facing the exact same issue they had a couple of weeks ago with the automatic pullback in which they replaced the mdu at that time. No patient complications were reported and patient's condition is stable.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).